Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was not in a stable location and dislodged after slitting while adding slack to the lead. The lead was removed and a larger lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: 0184 competitor implantable tachy lead (B)(6) 2007.